Manufacturer narrative:
It was reported that the tip was detached during insertion of the delivery system. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
Procedure of hgs reintervention. The already placed stent was found being migrated towards the stomach side, so the physician perforated the stent cover (in the stomach) by gw and tried to insert the delivery system along the gw to place the additional stent. The physician encountered resistance for inserting the delivery system through the stent cover, so removed the delivery system out of the patient's body, and then the tip was found being detached. The detached tip could not be removed, so it is remaining in the stomach, expecting natural expulsion. Regulus (plastic stent) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the tip was detached during insertion of the delivery system. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. There were curve and kinking on the stent loaded part, and deployment was tried without pressure, and very strong resistance occurred, but it was gradually deployed, resulting in deployment success. In the inner sheath, curve was observed, but notable kinking was not. The tip was detached, but not returned. As a result of comparison with a normally manufactured inner sheath, it was confirmed that the inner sheath was not damaged and only the tip was detached. Eus-bs stent is intended to maintain a punctured fistula between a gastrointestinal tract and a biliary tract in endoscopic ultrasound-guided biliary drainage. It can be hard to insert of delivery system caused by pressure generated depending on patient's lesion. If you try to insert it by force in this situation, tip of inner sheath can be pressed, and tip can be detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the description "the physician encountered resistance for inserting the delivery system through the stent cover" and curve and kinking in the sheath, it is considered that the delivery system was difficult to insert due to strong pressure at the patient's lesion and procedure. Then, it is considered the tip was pressured due to the patient's lesion and procedure during insertion and/or removal of the delivery system, resulted in tip detachment. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Procedure of hgs reintervention. The already placed stent was found being migrated towards the stomach side, so the physician perforated the stent cover (in the stomach) by gw and tried to insert the delivery system along the gw to place the additional stent. The physician encountered resistance for inserting the delivery system through the stent cover, so removed the delivery system out of the patient's body, and then the tip was found being detached. The detached tip could not be removed, so it is remaining in the stomach, expecting natural expulsion. Regulus (plastic stent) was used to finish the procedure. There were no patient complications as a result of this event.